Manufacturer narrative:
Per software investigation, this intermittent tracking is intended by the software to prevent impact from metal interference. This is not a software defect and the site should be educated on proper system setup and on interpreting the red and green status change from instruments.

Event description:
Site reported intermittent tracking of their instrument on the fusion navigation system. The threshold limit on the instruments made it such that it would go to red status and discontinue tracking so often. Surgeon continued with navigation. No impact on pt outcome reported.